Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for bronchitis that was not diabetes-related. The customer stated that her insulin pump had fluid in the reservoir compartment. The customer then stated that she noticed the leak when she was priming her infusion set. The customer also stated that the reservoir was misshapen and may have been mishandled. Nothing further was reported.